Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysto). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), infection ("infections") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: plaintiff recovery was slow. Concerning the injuries reported in this case, the following ones were reported via social media: pain, infections. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (hysto). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), infection ("infections") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: plaintiff recovery was slow. Concerning the injuries reported in this case, the following ones were reported via social media: pain, infections. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: content from social media received. Medical device removal was updated to pain. Events infections and heavy bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), infection ("infections") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: plaintiff recovery was slow. Concerning the injuries reported in this case, the following ones were reported via social media: pain, infections. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this record was detected to be a duplicate to record 2019-007521 which will be deleted from bayer safety database after all information was transferred to this record 2018-138230 which will be retained. From deletion case 2019-007521 reporter information were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.